Event description:
Follow up information received confirmed that the battery was replaced back in (B)(6) 2013 as the battery ¿died unexpectedly¿. It was noted that patient was receiving stimulation to the appropriate areas needed after replacement of the implantable neurostimulator (ins). Further follow up information received a day later reported that the patient had experienced an increase in pain due to the ins ¿suddenly did not work¿ back in (B)(6) 2013. Troubleshooting that had occurred at the doctor¿s office noted that the patient ¿swore¿ that they had charged the ins but suddenly could not communicate with it using either the programmer or recharger unit and the error code was observed. If additional information is received, a follow up report will be sent.

Event description:
It was reported that coupling and/or communication issues occurred. Telemetry issues were reported. An implantable neurostimulator (ins) was unresponsive to telemetry attempts by physician programmer, patient programmer, and a recharger (insr). The error code was 589. Ins overdischarge was suspected as the only reason that the ins would not communicate with all three external devices. Overdischarge didn't match the report of charging 6 days prior to the report and stopping the charge before battery was full. It was stated that the patient turned off the ins prior to the charging session as she always did, charged the ins for little over 2 hours per insr parameters, stopped charging and then went to turn the ins back on with the programmer. The programmer gave her poor communication screen. The patient hadn't had stimulation since that time and could not charge or use the insr either. Physician mode recharge (pmr) was initiated. 2-3 minutes into pmr, the insr showed a "call healthcare professional (hcp)-589." Numerous pmrs were tried which resulted in the same 589 code within the same time frame of 2-3 minutes. When physician programmer was used, it got stuck on the initialization screen and would not progress further. Another pmr was tried and 589 error was seen again. Audio key was pressed to bypass the message and it just went to insr home screen. Using antenna locator (al) feature to resolve telemetry issues resulted in obtaining good coupling numbers, ranging from 68 to 70. Interrogating with a programmer was tried 3 times, the first time resulted in "warning power on reset (por)", the second and the third times resulted in "poor communication" screen. Physician programmer was tried again, 3 times in a row all it indicated was "no response from the stimulation device." Another insr was tried and the same 589 error was seen. It was determined that no other recharging sessions had been done on the day of the report. It was unknown what was wrong or what caused this issue at that point. It was also reported that the ins had apparently "locked itself out." Four days later it was stated that the ins had been explanted two days prior. New ins was implanted and the patient was getting appropriate stimulation. Two days later it was stated that the reason for ins removal was inability to communicate with patient and physician programmers and with the insr. It was mentioned that for a few weeks the patient had felt a burning pain sensation above incision site and around side that had subsided since the battery stopped working. The pain was there whether the ins was on or off.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 355531, lot# n287049, implanted: (B)(6) 2011, product type: screening device. Product ID 3550-39, lot# n283385, implanted: (B)(6) 2011, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 37712, serial #(B)(4), showed no telemetry when checked in for analysis and that there was no output observed during the initial output testing. The overdischarge count was noted as zero. A physician mode recharge (pmr) procedure was performed. Two minutes into the pmr, a ¿call doctor¿ icon was seen along with a 589 error code message. After using a special recharger for 30 minutes at about 30 ma charge current, a very small negative going output was observed with an amplitude of 0.5 volts (rate 60 hz, pw of 60 microsec ¿ not the same as the ins settings). Further diagnostic testing showed that while watching the battery voltage during a pmr, it went up to about 2.54 volts and then steadily decreased until external recharger unit showed an 389 error code after 1 minute. The battery measurements with the programmer in the laboratory showed a value of 5.135 volts. Additional analysis showed that the cause was excessive current leakage in the c1 tantalum capacitor which caused a high current drain condition during normal device operation with the stimulation off. This affected the recharging and the battery voltage measurements which caused the 589 error code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.